Event description:
It was reported that this right ventricular (rv) lead was dislodged into an extra cardiac position. The dislodgement was confirmed via x-ray, while the lead exhibited loss of capture (loc) and sensing issues due to said dislodgement. The lead was repositioned and remains in service. No additional adverse patient effects were reported.